Manufacturer narrative:
Correction: disregard file- it is a duplicate to manufacturer report number: 2016493-2019-00725

Event description:
It was reported that an incorrect infusion occurred.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an incorrect infusion occurred.